Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.per the tandem user guide: accessories for charging from wall outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump.

Event description:
It was reported that the while charging the pump, it started to spark, and the usb port melted. Reportedly, the customer was using non-tandem charging supplies to charge the pump. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.